Manufacturer narrative:
The lead has been partially explanted. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that during a device change out procedure due to elective replacement, this right atrial (ra) lead was explanted due to chronically high pacing thresholds. During the explant, the tip of the ra lead was broken off at the superior vena cava/subclavian junction. The rest of the lead was successfully explanted. No additional adverse effects due to the removal difficulty were noted.